Event description:
It was reported that the patient presented remotely via merlin.net. Transmission via the patient's application showed that the insertable cardiac monitor (icm) exhibited incomplete diagnostic data, in which no alerts were shown. No intervention was performed. There were no patient consequences reported.